Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, a cartridge alarm 16 occurred with multiple cartridges. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer¿s blood glucose value was between 100-400 mg/dl.